Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the patient was working and suddenly stimulation increased intensity to a much higher number than he uses. The patient stated that he is not using adaptive stim, but the manufacturer representative (rep) thinks he is. This has happened twice. The patient was walked through checking adaptive stim settings on patient controller and caller confirmed that he was mistaken and adaptive stim was on. Troubleshooting resolved the reported issue. No further complications were reported/anticipated.